Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the ring cover was contaminated, the lead flex cover was corroded, the battery contacts were compressed, the keyboard was scratched and stained, and the battery flex was corroded. (B)(4).

Event description:
It was reported that the lower display screen of the external pulse generator was not working. The generator was returned for service. It was indicated that there was no patient impact.

Manufacturer narrative:
Further analysis was performed on the display module. This analysis could not confirm the customer or service-reported failure. No defect found. The display performed correctly and had good contrast/visibility.